Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a possible fracture, an acute rise in impedance, had high thresholds and noise. A laser lead extraction was carried out, during which the lead broke and therefore was partially explanted. The lead was replaced. No patient complications have been reported as a result of this event.